Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose was 164 mg/dl. The customer stated that she dropped the device in the bath tube. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that we are shipping out 1 replacement pump.

Manufacturer narrative:
The insulin pump was monitored and no blank display anomalies were noted. No damage was found on the lcd isolation tape noted. The insulin pump powered up properly after battery installation and the operating currents are within specifications. The insulin pump had cracked case at the display window corners and minor scratched lcd window.